Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine clinic visit, the right ventricular (rv) electrogram showed an atrial signal. A chest x-ray was completed and confirmed that the implantable rv lead had dislodged. A revision procedure was performed and the rv lead was successfully repositioned without further incident. No additional patient effects were reported.